Event description:
One of the cords enclosed with the lap chole set was in use by the surgeon when it suddenly ceased working. Upon inspection of the cord, it was noted to have burned all the way through, causing the cord to sever into two (2) pieces. Cautery setting was on "normal."